Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mmq066-8629h and no non-conformances were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "at the 'hub"? Please explain what was the exact problem? What is the event day and procedure date? Are there any pictures available for visual analysis? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dermatological procedure on an unknown date and suture was used. During the procedure, the suture broke. The suture broke at the hub. There were no adverse patient consequences reported. Additional information has been requested.